Event description:
Dressing caused "sores" on skin,

Manufacturer narrative:
It was reported that the user has extremely sensitive skin and has had skin reactions to other devices in the past. It was reported that the device caused burn like sores where it was placed. Due to this, the area required additional treatment and prolonged healing. It was reported that he visited the hospital for an unrelated issue where wound care was provided, as well as further treatment at home. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.